Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow module to lab use only (luo) testing equipment. Initially upon module assignment, flow data was not displayed on the screen. The pst observed dashes in place of the flow rate. While the module failed to report a flow value, the self-test passed, and the green light emitting diode (led) was illuminated. The module was disassembled to inspect the printed circuit boards (pcb) with no obvious component damage observed. The flow sensor connection was checked for continuity to the application pcb and there were no open pins and no shorts observed. The generic pcbs were swapped between the suspect module and the luo module and both modules displayed flow values on the screen. The original pcb was reinstalled, and the flow module appeared to function appropriately. Loss of the flow information was observed one more time when the module was intentionally disconnected and reconnected. It was determined that the issue was intermittent, and the flow module did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow module failed to detect flow. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the system was tested with multiple flow modules and flow probes. The suspect flow module would intermittently work but would always fail to measure flow after the system was turned off and then restarted. Re-assigning the module would get flow measurements back for a short time but would fail again after a restart.